Manufacturer narrative:
Update image review to include: the patient¿s executive summary was available, permitting complete anatomical assessment. Patient¿s aortic valve appeared to be minimally calcified with an annulus perimeter that measured 70.5 millimeter (mm) with a perimeter derived diameter of 22.4mm, suggesting a 26mm evolut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, an infold was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed to resolve the infold.

Manufacturer narrative:
Image review: a total of three intraprocedural media files were submitted for review. The absence of the patient's executive summary limited the ability to conduct a comprehensive anatomical assessment. Fluoroscopic valve load inspection was provided for evaluation revealing an inflow crown overlap ending before node 4, which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. An image of the implanted valve shows evidence of an infold at the inflow. The number of deployment attempts is unknown, which may be a contributing factor to the observed infold. In this case, a post implant dilatation was performed which seemed to resolve the infolding. Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading. The post-implant balloon was a 22 mm non-medtronic balloon with a 40 mm length.